Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the electrical measurements would initially be okay, but then not. It was noted that there was loss of capture (loc) as the capture would initially be low but would increase. The lead was repositioned multiple times. In the end, a new lead was used in its place. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the electrical measurements would initially be okay, but then not. It was noted that there was loss of capture (loc) as the capture would initially be low but would increase. The lead was repositioned multiple times. In the end, a new lead was used in its place. No adverse patient effects were reported. The lead is expected to be returned for analysis. Subsequently, the lead was returned for analysis.